Manufacturer narrative:
The insulin pump buttons all responded properly. However, moisture damage was found on the keypad traces. No button error alarm was noted. No moisture traces were found at the electronic or motor assemblies per visual inspection. The insulin pump was received with minor scratches on the display window, cracked case at the reservoir tube window and a cracked reservoir tube lip.

Event description:
It was reported that the customer had a button error on the insulin pump. Customer stated that she got a button error on sunday and again today. Customer does not know what led up to the button error. Customer uses the belt clip and wears it around her waist. Sometimes, she puts the pump in between her breasts. Customer stated that when she works out, she sweats and the pump may get wet. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).